Manufacturer narrative:
The insulin pump passed displacement test, rewind test and basic occlusion test. The insulin pump was received with no button response on the up arrow button due to fully-unlocked connector on lcd board. The insulin pump was unable to perform prime test, occlusion test and excessive no delivery test due to unresponsive keypad. Unable to verify prime/fill anomalies due to unresponsive keypad. The insulin pump had minor scratches on lcd window, broken reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was 374 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the up button was unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.